Event description:
Additional information was received reporting that there were no new seizures since the fever peak. The event was causally related to the device and possibly related to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Examination showed there have been no new seizures since fever peak surgery at 6 am 38.6 ° c, and 4:30 am 37.9 ° c.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a clinical diagnosis of fever of 38.6 degrees c and a headache after implant of the device. The issue required prolonged hospitalization. The etiology was listed as possibly related to the implant procedure, and not related to the device/therapy. The patient was administered dipyrone and acetaminophen and the issue was resolved without sequela on (B)(6) 2020.